Event description:
A patient reported blood glucose results of "77 mg/dl" with a lifescan meter and "212 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the patient was kept an additional three days since he had to convert from a vats procedure to an open procedure. It is unknown if any blood products were administered. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a white reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it clicked into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
On may 6, 2010, a doctor reported that a re-treatment of patients' root canals that had been previously sealed with real seal root canal sealant was required because the interior of the treated teeth had turned black.